Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized. Customer's blood glucose value was unknown at the time of the incident. Current blood glucose level was 174 mg/dl. The customer stated that they were in hospital as the old insulin pump was expired. The customer will continue to use the device.